Event description:
Patient reported a left side "suspected rupture found on a mammogram". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a left side "suspected rupture found on a mammogram". Device remains implanted.

Event description:
Patient reported a left side "suspected rupture found on a mammogram". Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed one opening in device on the posterior side assessed as fold flaw opening. Additional observations. Crease fold observed on the device. No penetrating nick (stress marks) observed on the device. No further actions are required as the device was implanted. Additional, changed, and/or corrected data.